Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 801 analytical unit. The initial troponin result was 0.0330 ng/ml. The repeat result was 0.00953 ng/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The qc recovery data provided was acceptable. The original sample result was accompanied by a sample short alarm data flag. The customer was prompted to repeat the sample as the patient had a second sample collected at another hospital that gave a negative result. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.